Manufacturer narrative:
The reported events were undersensing, suspected lead damage and helix mechanism issue. The reported event of helix mechanism issue was confirmed but the reported events of undersensing and suspected lead damage were not confirmed. As received, a complete lead was returned in one piece with the helix stretched consistent with procedural damage and clogged with blood and tissue. X-ray examination showed that the inner coil at the connector region was over-torqued, and the helix was stretched consistent with procedural damage. Due to the helix being stretched as returned, the helix mechanism test could not be performed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched, clogged with blood and tissue and over-torque of the inner coil.

Event description:
It was reported that undersensing was observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed visually. The rv lead explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.